Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, clinical study) regarding an event which occurred post a clinical study (study ID: (B)(6) stail) t10 - pelvis posterior spinal fixation and fusion, l3-s1 interbody fusion and l3-s1 direct decompression (bony)/osteotomy in a patient (patient ID: (B)(6). Interventions: additional surgery on (B)(6) 2025 from t10 - pelvis levels. It was reported that there was deep incisional surgical site infection (serratia marcescens) posterior thoracolumbar spine. Procedure for this occurred on (B)(6) 2025 (three weeks after index surgery). The procedure included repeat debridement and irrigation along with revision hardware removal and replacement¿ posterior thoracolumbar spine thoracic 10 to pelvis and a dural patch repair lumbar 3-4. Hcp elected to do an exchange of all hardware (posterior instrumentation) and proceeded to remove all set plugs, all 4 rods, and all screws. He noted mild loosening of bilateral t10 screws and bilateral l1 and l2 screws; all other screws had good purchase. After irrigation, hcp reinsrumented the spine t10-pelvis, using new screws and rods of the same exact size as they removed, with the following exceptions: (1) they upsized bilateral t10 screws to the next diameter larger size; and (2) they utilized patient-specific unid titanium alloy rods x 2 as their bilateral main rods. Per hcp, this infection is likely related to the index surgery as this is a spinal hardware infection. Site assessment indicates event is probably related to study device. Sponsor assessment indicates relatedness to study procedure and study device due to loosening of bilateral t10 screws and bilateral l1 and l2 screws.